Manufacturer narrative:
The reported event of feeling vibration from the device could not be confirmed in the lab. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient has had a history of experiencing vibrations from their implantable defibrillator for a couple months, even though all alerts were programmed off. The device was explanted and replace. The patient was stable.